Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection revealed an irregular burned piece of plastic in the set. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign body found in a clearlink continu-flo solution set at the first injection site. This was discovered during set-up. There was no patient involvement. No additional information is available.